Manufacturer narrative:
Device evaluation summary: the backup battery was returned for failure investigation. The backup battery was installed in a test ventilator and allowed to run for two hours. The battery level indicator displayed 86% and lasted approximately 2 hours. The battery was found to be in good condition. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the field service engineer confirmed the reported problem and removed and replaced the backup battery. The ventilator passed all tests, checks, and calibrations pass per service manual specifications. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the ht70 ventilator has backup battery failure and additionally found there is an system error with device alert which indicates a loss of ventilation to the patient. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.